Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation and/or prying/leveraging during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/24/2024, it was reported by a sales representative via email that the prong of a fibertak from a fiberlock kit broke and was not removed. The fragment is secure in the bone and not outside of the metacarpal. This occurred during a procedure. No further information was provided. Additional information received on 9/26/2024: this was discovered during a cmc procedure; however, the surgery date is unknown. The broken fibertak was from an ar-8988-cp fiberlock suspension system. During the insertion of the fibertak, one of the prongs broke off in the patient and was not removed. The case was completed with the ar-8988-cp fiberlock suspension system. The case was not delayed, and additional anesthesia was needed.